Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had to have her implantable neurostimulator (ins) reset when she had other procedures. It was reported the patient had to have the ins reset each time after having cautery. It was reported the patient had to have the ins reprogrammed. In (B)(6) 2011 and (B)(6) 2012, the patient had colon surgery, the ins was off, but the patient had to have the settings reset. The patient was told the ins resets following colon surgery were due to cautery. The patient last met with a rep 2 months ago, and does not have a managing physician. Additional information received reported they ¿used the wrong cautery¿ when the patient had polyps removed. It was reported the device was checked at by the health care provider after the polyps were removed. No malfunctions were reportedly detected in the device. The patient was reportedly receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial# (B)(4), product type recharger. (B)(4).